Event description:
Terumo medical corporation received the following information: it was reported that the tr band did not hold air, so the patient had a zepher device placed instead for closure. 16ml of air was injected into the tr band. The tr band was noted to be losing air immediately. The patient remained in stable condition. The estimated blood loss was less than 250cc. There was no hematoma and the patient was monitored. Procedure performed prior to use of the tr band was heart catheterization. Unknown where the band was leaking air from. Device was not noticeably damaged in any way nor was it manipulated in any way. Product was stored in the sterile package room.

Manufacturer narrative:
. E3: occupation: charge rn the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.